Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys afp results from the cobas e411 rack analyzer. The initial result was 0.908 ng/ml with a data flag. The customer repeated the sample, as this result was lower than the previous result for the patient. The repeat result was 3.26 ng/ml. The questionable result was not reported outside of the laboratory.